Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of incident was 389 mg/dl. The customer's most current level was 300 mg/dl. The customer's levels had been as high as 566 mg/dl. The customer's levels had been as low as 66 mg/dl. The customer treated the highs with manual injections and pump. The customer treated the lows with food. Troubleshoot was conducted. The customer states they would call back to conduct high pressure testing. The customer was advised to change entire set, reservoir and insulin. The customer was advised to monitor the device.